Manufacturer narrative:
B3: unknown. E1: phone +49 (0) 441 403-2394. One device was received for evaluation. Visual inspection found a scratched lcd lens. Functional testing was able to verify the reported issue. It was determined that the dso sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was no cassette recognition. There was unknown patient involvement.